Manufacturer narrative:
The patient is currently doing well and the discomfort has ceased. No infection was present and no additional issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile/expired device, patient picking at the wound, patient engaging in strenuous activities, not using antibiotics, not prepping the skin, and using inappropriate tools have been ruled out as potential causes. The questionnaire shows multiple passes were required, and the implanting clinician did not irrigate the site before closure, which may be contributing factors to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the irritation/discomfort is likely due to multiple tunneling passes and not irrigating the site before closure (user error-clinician).

Event description:
Patient reported discomfort at incision site.